Event description:
It was reported that the implantable cardiac monitor displayed an error message during interrogation. The device remained implanted and the patient was scheduled for follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.